Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working, and they didn¿t feel anything. The patient noted they just saw their healthcare provider the day of the call who checked and said the implant was acting weird. The patient stated their device had not worked for a while and they were not feeling stimulation. The patient stated their healthcare provider had stimulation up high enough where they should have felt it. The patient stated they changed leads, meaning programs, and still felt nothing. The patient also reported they were incontinent and the issues started a couple of months ago. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID; 3889-28, lot# va181zx, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. (B)(4). Event date can no longer be specified down to the year and thus it is now unknown/no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient they had a new ins placed this year, as their device worked for awhile and something happened where the health care physician (hcp) increased stimulation all the way up and the patient felt nothing. The patient stated the hcp said the ¿battery seemed to be broken, and the leads¿ and noted the reason how this happened was unknown. The patient stated they were unsure when this all started. The patient reported they thought they did fall and felt that could have been it but noted it wasn¿t working right before the fall so whether the fall caused this they were unsure. The patient stated the device worked ¿good for awhile,¿ and stating the date of the ins/leads breaking was unknown. There were no further complications reported/anticipated.